Manufacturer narrative:
The country of origin is (B)(6). The field service engineer changed the lamp and pipette. It was not known the last time the pipette had been changed, but was noted that the lamp was last changed 2 months prior. The qc tests had acceptable results. The problem was solved by changing the lamp and pipette of the analyzer.

Event description:
The initial reporter received a questionable cobas integra creatinine plus ver.2 result from the cobas c 111. The initial result was 1.26 mg/dl and the repeat result was 1.02 mg/dl. Both of these results were obtained prior to the service visit. The field service engineer changed the lamp and pipette. After the service actions an additional repeat result was 1.03 mg/dl which was consistent with previous results of the patient's medical history. The questionable result was not reported outside the laboratory. The reagent lot number was 435500 with an unknown expiration date.